Event description:
During a laparoscopic cholecystectomy and taking down fat from the gallbladder, the bottom jaw of the auto sonix shears broke in half. The device did not alarm and continued to work, when re-positioning to take another bite, the surgeon noticed it was broken. The surgeon tried to retrieve the broken piece with use of x-ray (c-arm and flat plate), but was unable to retrieve the piece. The piece is smaller or equal to size of an endoclip. Per op-report; it is unlikely to cause any problems to the pt. Triage unit sequence: (B)(4).